Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user came to the clinic reporting that he could not hear with the device. Reportedly, the user has limited benefit from the device. Reportedly, the electrode is not completely inserted.

Manufacturer narrative:
Additional information: based on the received information from the field, the device does not provide sufficient benefit due to a partial migration of the active electrode out of cochlea. Furthermore, during revision surgery a cholesteatoma was found, which might have contributed to the observed migration. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user came to the clinic reporting that he could not hear with the device. Reportedly, the electrode was not completely inserted in the cochlea. The recipient has been explanted and re-implanted at a later date.

Event description:
The user came to the clinic reporting that he could not hear with the device. Reportedly, the electrode was not completely inserted in the cochlea. The recipient has been explanted and re-implanted later. As per the device explantation report a cholesteatoma was discovered and removed during explantation surgery.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. Based on the received information from the field, the device does not provide sufficient benefit due to a partial migration of the active electrode out of cochlea. Furthermore, during revision surgery a cholesteatoma was found, which might have contributed to the observed migration. This is a final report.

Manufacturer narrative:
Additional information: based on the received information from the field, the device does not provide sufficient benefit due to a partial migration of the active electrode out of cochlea. Re-insertion is considered but no date has been scheduled yet.

Event description:
The user came to the clinic reporting that he could not hear with the device.